Event description:
The customer reported that insulin might have been delivered into her. The customer stated that during the infusion set change, the cap of the reservoir came off and insulin was spilled out. The customer noticed a drop on her blood glucose reading from 307 to 184 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.